Event description:
It was reported that the ilet user experienced hyperglycemia after overtreating a preceding hypoglycemic episode with a nadir of 54 mg/dl using orange juice and glucose tablets. The user reported improvement and would call back if further assistance was needed. Symptoms included hypoglycemia and hyperglycemia with a peak of 273 mg/dl. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem, characterized asovertreating hypoglycemia, with no specific device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.